Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, at the time of closing the clamp to seal the tissue, the jaw breaks. It's removed from the cavity and another should be used to complete the surgery. There were no adverse consequences for the patient.